Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was not known. Reportedly, paramedics were called and assisted the customer by providing a glucose drink and candy to address bg level. The customer continued to use the pump for insulin therapy.